Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited inducible oversensing. It was further reported that the sensitivity on the device was reprogrammed. The device remains in use. A review of the device registration also indicated that the right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was exhibited inducible oversensing. The device is still in use. No patient complications have been reported as a result of this event.